Event description:
The device was used during a thoracoscopic pneumonectomy procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument device. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.